Event description:
It was reported that during the implant procedure, lead model 4076/(B)(4) was removed due to no capture and oversensing. In addition lead model 4076/(B)(4) was removed due to high impedance. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. The full lead was returned. Cuts were evident through the outer insulation material at 25 cm and 26 cm. Evaluation summary: (B)(4) no anomalies found. The full lead was returned. Cuts were evident through the outer insulation material at 18 cm and 19 cm. Evaluation summary (B)(4) (B)(4) full lead (B)(4) (B)(4) full lead.